Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the pacemaker was unable to be interrogated due to high-speed telemetry lockout caused from long, frequent interrogations, the pacemaker also experienced an error message due to telemetry interference. The patient was moved from the ICU to resolve the interference and successfully interrogated the device. The patient is well.